Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Subsequently, it was reported that the insulin gauge was inaccurate. Customer's blood glucose level was 72 mg/dl. Reportedly, the customer re-loaded the cartridge and continued insulin therapy.